Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Event: doctor was implanting size 6 right cr beaded femur with pa. Noticed implant was not seating as expected. Opened size 6 right cemented femur and cemented the femur on. There were no visual imperfections to the removed beaded femur. The removed femur is not available for return secondary to hospital protocol. There were no adverse complications to the patient with the cemented femur. No issues with other implants. The surgeon nor the patient request results of report.